Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices:: guide wires: scion, pilot 200, viper 350, stents: four synergy stents (2.5x38, 3.0x38, 3.5x38, 4.0x15 mm) . The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the hi-torque guide wires instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the whisper es (extra support) guide wire was advanced into the chronic total occlusion in the distal right coronary artery (rca). After four non-abbott stents were implanted in the rca, a localized, guide wire perforation in the distal rca was noted. A 2.8x16 mm graftmaster stent was implanted to successfully treat the perforation. No additional information was provided.